Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer also mentioned other blood glucose value such as 380 mg/dl. The customer treated high blood glucose with bolus. The customer¿s mother declined troubleshooting. It was reported that the insulin pump was in auto mode at the time of the incident. Tape not adhering and infusion set came off. The insulin pump will not be returned for analysis.